Manufacturer narrative:
The batch record review for this lot was performed on (B)(4) 2012. No discrepancies noted within the batch record related to this complaint. A retained product sample was evaluated. A visual inspection found all samples to be in normal condition. Leak testing was performed and no anomalies were noted. The product appeared to meet the established specification. A review of complaints for previous 12 months was performed and there is no indication of complaint trend based on this review. The complaint was unable to be confirmed through the manufacturer's investigation. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
The patient reported they developed a red rash under the entire mass of the device. No further information was reported.